Event description:
During use in a cardiopulmonary bypass procedure, the roller pump intermittently displayed pump jam error messages. There were no adverse consequences to the patient as a result of this event.